Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh excision surgery on (B)(6) 2010, by implanting surgeon due to pain, incontinence and exposure and on (B)(6) 2011, due to pain, infection, urinary problems and erosion. In addition to the symptoms already listed, it was reported that patient also experienced vaginal scarring and dyspareunia post implantation. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent mesh removal on (B)(6) 2012 due to erosion. No additional information was provided. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced stress incontinence and nocturia.

Event description:
It was reported that following insertion, the patient experienced stress incontinence and nocturia.

Manufacturer narrative:
It was reported that following insertion the patient experienced scar tissue and discomfort. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2010 and a sling was implanted. The patient experienced pain, erosion of her internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.